Event description:
It was reported that the patient was going to undergo prophylactic generator replacement due to the patient having an increase in seizures and experiencing an unusual grand mal seizure in (B)(6) 2012 which may have fractured a couple of the patient's vertebrae. The patient's seizures have increased from six seizures per month to ten seizures per month. It is unknown whether the increase is above the patient's pre-vns baseline frequency. It was reported that the patient is no longer having typical voice change with stimulation and is no longer feeling the stimulation. The physician increased the output current on (B)(6) 2013 and he noticed the patient's voice change. The patient was seen on (B)(6) 2013 at which time the physician noted that the patient's voice change was no longer occurring and that the patient was no longer feeling device stimulation. The physician reported that settings were increased again and that the patient could feel stimulation again. The physician indicated that diagnostics resulted in eos = no and were ok. Further follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date. Attempts to have generator sent to manufacturer for analysis are underway; however, the device has not been received to date.

Event description:
It was reported that the patient's device was discarded by the explanting facility and will not be returned to device manufacturer for analysis.